Manufacturer narrative:
Refer to medwatch 1823260-2006-02857. Reporter was not sure of exact information.

Event description:
A discrepant result when compared to a lab. The reported device result was 4.7 inr. The corresponding lab result reported was 3.2 inr. No treatment was given to the pt. The pt is a heart transplant recipient and could have a possible hematocrit issue. The device was replaced and requested to be returned for evaluation.